Event description:
It was reported vancomycin (250ml) was programmed using prepopulating programming to infuse over one (1) hour via peripheral IV line. However, it was noted the medication was almost empty only half an hour into the infusion. When clinician checked the pump's programming, the settings were the same as originally programmed, and it said that there was about half an hour left of infusion time. As soon as this was noticed, clinical staff slowed the rate and switched out the pump. There was patient involvement but no harm. Bd received additional information through due diligence attempts. Customer mentioned that "sensitivity / burning at the IV site when medication was infusing but that resolved soon after infusion slowed down, and a new pump set up."

Manufacturer narrative:
Additional information: imdrf b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the facility report regarding a potential over infusion of vancomycin was not confirmed during the investigation. No devices or relevant logs were returned for evaluation. External and internal inspections could not be performed, as no suspect devices or products were returned for this investigation. A review of the system logs could not be performed since there were no devices or logs received for this investigation. It is important to note that the facility provided a compressed folder containing logs pertaining to a separate complaint ((B)(4) ¿ over infusion of tpn), which was being addressed concurrently. These logs are exclusively related to that incident and do not pertain to the current complaint ((B)(4)¿ over infusion of vancomycin). As a result, they were not taken into consideration for this investigation. Laboratory testing could not be performed, as no suspect devices were returned for this investigation. The bd alaris user manual v12.1.3 with guardrails, troubleshooting and maintenance guide provides the following information: ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door.¿ user manual ¿ the roller clamp should be closed prior to the set being removed from the pump module or opening the pump module door. These steps should be taken to prevent free flow events. Verify correct primary and secondary infusion parameters prior to starting the infusions. Inspection and testing of the incident administration sets could not be performed since the incident administration sets were not returned for investigation. There was patient involvement but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue of a potential over infusion of vancomycin could not be determined as no devices or relevant logs were received for this investigation. However, based on the information available, it is recommended that users verify infusion parameters prior to starting therapy and ensure that no external objects interfere with the pump module door, as outlined in the bd alaris user manual v12.1.2.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported vancomycin (250ml) was programmed using prepopulating programming to infuse over one (1) hour via peripheral IV line. However, it was noted the medication was almost empty only half an hour into the infusion. When clinician checked the pump's programming, the settings were the same as originally programmed, and it said that there was about half an hour left of infusion time. As soon as this was noticed, clinical staff slowed the rate and switched out the pump. There was patient involvement but no harm. Bd received additional information through due diligence attempts. Customer mentioned that "sensitivity / burning at the IV site when medication was infusing but that resolved soon after infusion slowed down, and a new pump set up."